Manufacturer narrative:
Device evaluation: the stent was stretched distally and deformed. (B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug-eluting stent. No abnormalities were noted during device inspection. Device prep was not performed. The target lesion in the lcx exhibited 75% stenosis, moderate tortuosity and slight calcification. Lesion pre-dilation was not performed. No resistance was noted during delivery of the device. It was reported that the resolute integrity device could not cross the lesion. Strong resistance was encountered at the lesion site when the physician attempted to remove the device and it was not retracted easily. Excessive force was used to pull the device back. When the device was removed from the patient the stent was noted to be deformed. The physician used another smaller size resolute integrity stent to complete the procedure. No patient injury reported.